Event description:
It was reported the pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement interval was provided. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported the pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement interval was provided. This device currently remains in service. No adverse patient effects were reported. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported.